Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was turned on prior to insertion and allowed to run through its startup routine. When device was hooked up to the patient connections and started, the pump noted a leaking noise emanating from the back of the machine. The helium tank was checked to insure that it wasn't the source of the noise. After several minutes we decided to err on the side of caution and switched patient over to another balloon pump without complication or harm to the patient.

Manufacturer narrative:
Updated sections: a2, a3, a4, b4, d10, g3, g6, h10, h11. Corrected sections: b5, h6 (health impact code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.